Manufacturer narrative:
Citation: errigo d, et al. Electrocardiographic and clinical predictors for permanent pacemaker requirement after transcatheter aortic valve implantation: a 10-year single center experience. J cardiovasc surg (torino). 2021 apr;62(2):169-174. Doi: 10.23736/s0021-9509.20.11342-9. Epub 2020 sep 4. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the clinical, electrocardiographic, and procedural predictors for permanent pacemaker (ppm) requirement after transaortic valve implantation (tavi). All data was collected from a single center between may 2008 to november 2018. Of the 431 patients included in the study population (predominantly female, mean age 81 years), 258 patients underwent tavi with the medtronic corevalve. No unique device identifier numbers were provided. Among all patients, adverse events included: ppm implantation after tavi. Indications for ppm implantation consisted of complete at rioventricular block, symptomatic second-degree atrioventricular block, symptomatic left bundle branch block, symptomatic bifascicular block, asystole, sick sinus syndrome, and bradycardic atrial fibrillation. Implanted cardiac devices comprised: single-chamber ppm, dual-chamber ppm, implantable cardioverter defibrillator, and cardiac resynchronization therapy device. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.